Event description:
During the index procedure the physician implanted an endeavor sprint rx drug eluting stent in the cx and two endeavor sprint rx drug eluting stent in the lad. Approximately 11 months post index procedure the patient suffered from multiple lacunar cerebral infarction . The patient was treated with medication. The event was assessed by the investigator as not related to the device. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.